Event description:
It was reported that the customer was hospitalized. The hospitalization was not diabetes related. While in the hospital bed, the customer was trying to check their basal rates and the insulin pump alarmed motor error. While performing troubleshooting the insulin pump alarmed another error. The customer's blood glucose was 60 mg/dl. The customer stated that the device was attached to them while they had a neck x-ray. The customer was unable to rewind the device. The customer stated that the low blood glucose was due to not eating very much in the hospital, but they are being given sugar to bring the blood glucose levels up. The customer was having low blood glucose levels while connected to the insulin pump in the hospital. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed displacement test. It was stuck in the motor error alarm loop during bolus delivery. Other error alarms were confirmed in the history file due to motor encoder signal out of phase. There was no vibration during self test due to broken red vibrator wire. The occlusion test, and excessive no delivery test were unable to be performed due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.